Manufacturer narrative:
Additional information: d10, g4, h3, h6. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device was broken. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the received instrument noted the instrument was partially applied with clips in the tube shaft. The instrument was received with the body halves separating due to lack of weld. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. Since the manufacture of this instrument, the process has been improved to detect this type of condition. If information is provided in the future, a supplemental report will be issued.